Event description:
Material #: 8414101 batch#: unknown it was reported by customer that the part broken for one of our nurses. Verbatim: I was wondering if you have run across any of these issues. This part broke for one of our nurses. Also, question were you able to get the protector device that puts the phaseal on the bottles for us? Additional information: we had to remake the medication and waste product, and the therapy was just delayed an hour. We were also exposed to the chemo as the nurses didn't now realize it was leaking when they brought it to us.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR it was identified the original annex a code reported, reflects the outcome, not the failure. Annex a code update to reflect proper malfunction. Device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the connection stick of the adapter is observed broken, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the product is free from damage, attachment and detachment testing, as well as separation force. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.